Event description:
Treatment of an ic-pc (internal carotid¿posterior communicating) aneurysm measuring 9mm x 6mm. During the procedure, it was reported that the physician attempted to implant the axium coil; however, it migrated from the aneurysm after detachment. A snare catheter was used in an attempt to retrieve the detached implant coil, but the coil was stuck with the sl-10 catheter and the other coils moved when the catheter moved. The coil was separated from the catheter and a codman stent was used to pin the implant coil to the vessel wall. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).